Manufacturer narrative:
Evaluation summary: the protégé everflex self-expanding peripheral stent system was received for evaluation. The stent was not returned as it was implanted in the patient. The returned protégé everflex stent delivery system exhibited kinks. The adhesive bond between the manifold and the outer sheath was broken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A proteg everflex stent was used to treat a lesion in the iliac artery with moderate tortuosity and 96% stenosis. The lesion was pre-dilated twice at 10 atm for 5 minutes. After pre-dilation, 65% stenosis remained in the blood vessel. It was reported that there was difficulty in deploying the stent. So, the physician elongated the stent and was able to deploy it. The physician used a balloon to prop up the stent. No injury to patient.